Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a proximal left anterior descending artery (plad) stenting procedure, after implantation of a 3.0 x 18mm xience prime stent, a proximal dissection occurred. A 2.5x23mm xience prime stent was implanted to treat the dissection proximal and overlapping to the first xience prime stent. Post-procedure, the patient experienced elevated creatine kinase-muscle brain (ck-mb). No treatment was provided. One day post-procedure, the elevated enzymes resolved and the patient was discharged. There was no additional information provided.